Event description:
The manufacturer received information alleging a ventilator's power button was nonresponsive. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue.